Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient woke up the patient reported she was sweating, vomiting, and had increased urination. The patient¿s cgm was reading ¿replace sensor now¿, but no further details on the type of error message provided to the patient was reported. The patient tested her bg meter reading, which was approximately 900 mg/dl. The patient was wearing an unspecified brand of insulin pump. The patient¿s husband took her to the emergency room (ER). At the ER, the patient¿s bg level was 900 mg/dl and the patient¿s sensor was removed. The patient was diagnosed with dka and treated with insulin. The patient also mentioned being in a coma at some point, but no further details about this were mentioned. The patient was discharged on (B)(6) 2025. The patient refused to provide dexcom with any further event details. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient woke up the patient reported she was sweating, vomiting, and had increased urination. The patient¿s cgm was reading ¿replace sensor now¿, but no further details on the type of error message provided to the patient was reported. The patient tested her bg meter reading, which was approximately 900 mg/dl. The patient was wearing an unspecified brand of insulin pump. The patient¿s husband took her to the emergency room (ER). At the ER, the patient¿s bg level was 900 mg/dl and the patient¿s sensor was removed. The patient was diagnosed with dka and treated with insulin. The patient also mentioned being in a coma at some point, but no further details about this were mentioned. The patient was discharged on (B)(6) 2025. The patient refused to provide dexcom with any further event details. No other patient or event details were available. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional . H6 investigation findings - correction. H6 investigation conclusion - correction.